Event description:
Consumer called to report getting inaccurate readings while their meter. Analysis run clark error grid using mean average reading (67) was ref. Point vs bd readings of (63,82,66,57) yielded data points in the d zone of the grid, outside of acceptable limits.